Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down smartphone: data not available omnipod software app version: data not available smartphone operating system: data not available smartphone hardware: data not available cgm sensor type: data not available *please note, that section d is capturing the device identifiers as reported by the complainant.  This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (leg) while wearing the device for 36 hours. The pod was removed in the morning, but the infection was getting worse during the day so they were taken to the emergency room. The site was red, swollen, hard and sore, area was hot to touch and had pus coming from it. The patient's blood glucose levels rose to 10.8 mmol/l (194 mg/dl) during the event. The patient was prescribed flucloxacillin to take 4 times a day for 10 days. The patient was discharged after 4 hours.

Manufacturer narrative:
The cannula assembly and bottom housing were inspected under magnification for manufacturing deficiencies that could cause the infection and no issues were found. Although the investigation found no evidence of any damage, the reported event could not be determined.